Event description:
It was reported that during a coronary drug eluting stenting treatment of the diagonal artery, the taxus express2 2.5x8mm would not cross the lesion. The physician pulled the stent back and found the struts on the stent were lifted. There were no pt complications and their condition is reported as ok. The physician was able to complete the procedure with another of the same device.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.